Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.no device returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op a gastric sleeve procedure, there was a leak detected. The doctor uses a feeding tube and this allows time for the stomach to heal without reoperating. There is no other information available at this time. No device to be returned.additional information received on 1/12/2010:lap gastric sleeve. Dr said that he detected a leak on the upper transected stapled section of the sleeve. It appears that there was ¿a staple missing.¿ detected 3-4 days post op. Green reload. This is greater concern here because he oversews the sleeve staple line and he does not have the g-tube option for feeding. Patient is fine.